Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the damaged wire and inspected all the drawers of the atellica sample handler prime system, and no other issue was noted. Cse routed the wires where they will not be in the way of opening and closing the drawer. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) observed a damaged wire on a drawer of the atellica sample handler prime. The wire produced sparks and smoke and causing delay in sample processing. There are no known reports of patient intervention or adverse health consequences due to the event.